Manufacturer narrative:
This report is submitted on december 22, 2022

Event description:
Per the clinic, the patient underwent multiple skin revision surgery due to granulation tissue around the implant site (specific date not reported). Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
It has now been reported that the device was explanted on (B)(6) 2023 . It is believed there was a breakdown of skin secondary to this plate placement, causing the granulation tissue and possible infections, thus the explant. This report is submitted on august 11, 2023.

Manufacturer narrative:
Per the clinic, the patient experienced skin infection at implant site and subsequently was treated with oral antibiotics (specific date and duration not reported). The patient was also placed under general anaesthesia (specific date not reported). Additional information has been requested but it has not been made available as of the date of this report. This report is submitted on june 8, 2023.